Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: extension. Product ID: 3387-40, lot# j0214131v, implanted: (B)(6) 2002, product type: lead.

Event description:
The healthcare professional via the representative reported there was a normal battery replacement surgery (B)(6) 2015 for the left side device and that the neurosurgeon had known contact 3 was damaged on the lead. When the old extension was removed, the surgeon saw contact 3 wire separating/exposed. A new extension was implanted into the old lead and corrected the issue. No out of range impedance were seen. It had been indicated the patient was not programmed using contact 3. No symptoms had been reported. The patient's indication for use was essential tremors.

Event description:
The manufacturer representative later reported that there had been physical damage at the junction between the lead and the extension, and that it was hard to say to what extent the issue was caused by either the extension or lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.